Event description:
Per the clinic, the patient reportedly fell and hit their head on the side of the implant and had a decrease in performance. Patient was explanted (B) (6), 2008 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).